Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter in law reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was over 800 mg/dl. Prior to hospitalization, customer was on zpac and pretazone due to his bad coughing. Customer experienced short of breath and dizziness, then became unresponsive. Customer treated his high blood glucose in intensive care unit. Customer was not wearing the insulin pump during time of hospitalization. Customer took off the device when he was experiencing dizziness, prior to the 911 call. During troubleshooting, found missed two bolus deliveries prior to hospitalization. Customer declined high pressure test. After troubleshooting, customer was advised to share the information about missing boluses with the healthcare professionals. Customer will not be returning the device for analysis.